Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/06/2016: the device was returned to animas and evaluated by product analysis on 07/14/2015 with the following results: the transmitter performs within specification, unable to duplicate ¿call service 215¿ complaint. Returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully.-pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarms occurred, visual inspection of the sensor showed no damage or defect to the sensor. Unable to verify complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 090) issue. The reporter alleged the transmitter failed during use: a cs 215 call service alarm was emitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.